Event description:
Caller states the use by date on the aviva test strip vial label is 10/31/2011; manufacturer's batch record confirmed the actual use by date to be 07/31/2011. No adverse event reported. Requested return of product, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The device was interrogated post mortem and the data files were sent to boston scientific for analysis. A review of the stored electrocardiograms revealed that there was atrial oversensing in the right ventricular channel one day after implant. The morphology observed on the shock channel appears to reflect right ventricular activity. It is believed that the right ventricular defibrillation lead had dislodged from the heart wall after implant and possibly prolapsed on itself. The electrocardiograms on the day of the patient's death revealed that a 41 joule shock was delivered due to the oversensing which resulted in the patient going into ventricular fibrillation. This arrhythmia was not sensed on the rv channel although the morphology on the shock channel clearly showed vf. Due to the possible dislodgment, the vf was not sensed and no shocks were delivered as a result. It was also reported that this patient had experienced atrial fibrillation that the device detected in the ventricular fibrillation zone. As a result, the device delivered anti-tachycardia pacing (atp). However, the atp delivery triggered a true ventricular fibrillation (vf) which was then successfully terminated with a maximum energy shock. Due to the vf, the patient had lost consciousness.